Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to verify and duplicate the reported issue. Stryker determined the cause of the reported issue was due to faulty power pcba, therapy pcba and system pcba. During the evaluation it was also observed that the device had an unexpected loss of power. This is attributed to a high resistance path in the power supply caused by fretting in the j11 connector. Due to a part obsolescence, the device cannot be repaired and is to be decommissioned.

Event description:
The customer contacted stryker to report that their device's screen went black when attempting to use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device's screen went black when attempting to use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.